Event description:
It was reported that pump displayed malfunction alarm code and fault ID without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided reset instructions and assisted customer with successfully resetting pump; no additional information was received regarding further outcome.